Event description:
It was reported that during a ptca treatment procedure involving a calcified and 75% stenotic lesion in the middle portion of a somewhat tortuous rca, the maxxum balloon lost pressure at 14 atm's on the second inflation. (The number of atm's reached in the initial inflation was 10 atm's). The pt was asymptomatic with this event. A choice pt guidewire (size unk), a zuma 2 guide catheter (size unk) and an encore26 inflation device were also used in this case, but the size and type of introducer sheath used is unk. The procedure was successfully completed. No pt injuries or procedure was successfully completed. No pt injuries or procedural complications were reported. Pt status is reported as "good".